Event description:
Vns pt experienced a short episode of bradycardia during intraoperative device diagnostic testing at time of initial implant surgery. It was reported that the episode occurred during the first device diagnostic test, which was performed with the device still outside the pocket. The pt's heart rate reportedly dropped to 46 and then immediately went back up into the 60's per the anesthesiologist. No intervention was required. The implant procedure was completed without further incident. Repeat device diagnostic testing after closure was performed without incident. Stimulation was not initiated at the time of implant surgery. Both device dianostic tests were within normal limits, indicating proper device function. Investigation to date has been unable to determine the cause of the reported event.